Event description:
It was reported that the hand piece for battery powered driver device runs continuously. This is not for a warranty replacement only. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of synthes device history records (DHR) revealed the hand piece for battery powered driver was manufactured by triangle manufacturing. The original synthes lot number for this part was 5394572, on which mrr (B)(4) was generated with stock eval 937 for cracks in the corners of the contact plate. The part was returned to the supplier, reworked, and returned to synthes. The part was inspected to inspection sheet number (B)(4). The product conformed to all requirements. No additional ncrs were generated during production. This lot was made to revision g of synthes drawing (B)(4). Supplier lot number 001128 and synthes DHR (B)(4). Placeholder.

Manufacturer narrative:
According to the additional evaluation,the item was received running continuously. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The motor, membrane switch/flex circuit, and circuit board were replaced as well as all applicable components. (B)(4) is associated with this part and lot number for gaps and fractures in the device. This mrr is unrelated to the reported issue. This item was repaired on (B)(4) 2013 and returned to the customer on (B)(4) 2013.